Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the dr. Performed a gastric sleeve and used seamguard (gore) on the psee60. Dr. Waited for 15 seconds before firing the stapler due to thick tissue circumstances. After the 3rd firing, it was visible that the anvil of the stapler began to bend and the motor hat lot of trouble to work. For security reason they didn't used the stapler anymore and want to have an investigation on it. The stapler line was intact. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # r57p7n. The analysis results found that one psee60a device was returned with the anvil bent upwards and with a gst60b reload loaded on the device. The reload was received fully fired. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.